Event description:
Consumer complaint of high blood results. The results exceed 200mg/dl in tests for tracking pt's blood glucose level to normal results, which range from 85 to 100mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). No product yet returned for evaluation.